Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that injector of a micro-stent did not work properly. There was no patient contact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened system was received. The push applier and stent loader were returned in a bag within the outer carton; however no stent was returned. The push applier was visually inspected and was found to be conforming. The stent loader was visually inspected and was found to be conforming. The push applier was functionally tested by pressing the back button to extend the guidewire. The applier was found to be functionally non-conforming, the guidewire did not extend. The applier halves were then separated and the guidewire was visually inspected and was found to be non-conforming, the guidewire was kinked. It appears the applier was not properly aligned in the channel of the stopper tube; therefore the guidewire hit the side of the inner puck of the stent loader and damaged the guidewire. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause is use error due to the product instructions for use (IFU) not being properly followed for loading the micro-stent onto the applier. The manufacturer internal reference number is: (B)(4).